Event description:
During the revision hip surgery, I was understood from surgeon that this patient was lying on the bed & about to sit up, the implant was broken followed by a crack sound.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding stem fracture involving an omnifit long stem was reported. The event was confirmed. Method & results: -device evaluation and results: a material analysis concluded the stem fracture occurred in fatigue originating on the lateral stem surface approximately 3 inches from the base of the trunnion. No material defects were observed on any device features examined. -medical records received and evaluation: clinician review concluded cyclic loading at the junction of the fixed distal stem and the loose proximal stem resulted in the inevitable fatigue fracture of the stem and adjacent femur. -device history review: there were no reported discrepancies for the referenced lot. -complaint history review: there have been no other events for the referenced lot. Conclusions: the investigation concluded that the stem fracture was caused by cyclic loading and proximal loosening of the femoral stem. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event.

Event description:
During the revision hip surgery, I was understood from surgeon that this patient was lying on the bed & about to sit up, the implant was broken followed by a crack sound.